Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. Approximately 6 months post index procedure upper gastrointestinal bleeding was reported. Bloody stools post abdominal pain was noted. This was treated with medication. The patient was on dapt at the time of the event. The investigator assessed the event as not related to the device and probably related to the anti-platelet medication. Sponsor assessed the event as not related to the device and probably related to the anti-platelet medication. The patient recovered.

Manufacturer narrative:
The patient is a former smoker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date updated. If information is provided in the future, a supplemental report will be issued.